Manufacturer narrative:
This supplement is being sent to provide additional information from the customer. The following sections were updated: b5. E2. E3.

Event description:
Additional information was received from the customer as follows: the device malfunctioned during preparation for use for a ureteroscopy. The same subject device was used to complete the intended procedure. The device issue occurred again at the beginning of the procedure causing a less than five (5) minute delay while the patient was under general anesthesia. The customer confirmed no patient harm or injury.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center was unable to confirm the reported event. The device passed all tests. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to excessive force by the user possibly resulting in a failure of the charged coupled device or cable unit. The reported event may have been prevented by following the instructions for use: do not apply an impact to the camera head. Otherwise, it may be damaged. Do not bend the electrical contacts of the video connector by hitting them. The video system center may become unable to connect, or it may lead to a mal-connection. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported to the olympus employee there was an error code e-226 during preparation for use prior to an unknown procedure. No patient harm or injury. Attempts to retrieve additional information have been sent. However, no response to date.